Event description:
It was reported that the patient's right ventricular (rv) lead showed some oversensing. The healthcare professional reprogrammed the sensitivity settings and the lead remains in use. No patient complications have been reported as a result of this event.